Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the generator was not powering on and there was no power to the power supply. The wires were re-seated. The imaging system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system was unable to take any images. The system was first stuck in initialization and then when it was cleared, it went into standalone mode. The imaging system was rebooted numerous times without resolution.